Event description:
User of amo complete moisture plus multi-purpose solution in 2007: used swimming pool and whirlpool at fitness club -formula fitness club oak park, il-while wearing contacts. The following day - two days later: wore contacts and has tired and agitated eyes. The next day: -day- wore glasses, -evening-: wore contacts -soft lenses acuvue 2- again to exercise at gym; eyes agitated and blurry - particularly the left eye- later that evening and took drops of ciproflavin -diagnosed with pin-eye 2 weeks prior -in both eyes and went to sleep. One days later: awoke at 4am with intense burning and tearing in left eye; sensitive to light, met with dr. Professional eyecare- at 10:30; dr dilated eyes and prescribed prednisolone every half hour, drops burned very bad, barely tolerable, dr called and also prescribed zymar to be administered with prednisolone, drops produced extreme pain and returned to dr, dr cyclopleged eyes each 15-20 minutes for 3 hrs until able to put in drops of zymar with reduced pain. Dr diagnosed iritis and sent home to take pred, zymar and also atropine four times that evening and 4 times the next day, upon returned home, I put in one drop of atropine in each eye and pain was so intense that I went to the ER. Loyola-, dr on call saw no signs of infection or iritis and saw trama/swollen corneas - all layers of cornea were gone-. Dr administered erythromycin and asked to see cornea specialist first thing in morning. Stayed in ER for 4 hrs and was administered hydrocodone bitartrate for th intense pain which allowed to get some relief the following day: awoke to intense pain early in the morning and went to dr -cornea specialist- at 8:30am, dr did not know what was the cause of the trama -referred to condition as "toxic"- and was instructed to stop all drop treatment and only take the ointment -erythro-, spent rest of this day in great pain an sleeping due to prescribed pain meds. One day later: met again with dr. Bouchard and after examination, he said that cornea layers were healing and to keep using ointment and prednisolone if tolerable -it wasn't-. The next day - three days later: kept eyes closed and used ointment 4 times a day as recommended, eyes did cease to burn, but still very sensitive to light -pupil still very dilated-, saw dr and he said things were looking very good so far, asked about scarring and detected none, but a little irregularity -upper right eye- thus far on healing cornea layers. Contacted by amo - # on 05/26, after seeing recall on cnn- reporter whom basically re-iterated the press release dated 05/25.